Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. During the call the caller indicated that the ins was replaced on (B)(6) 2018. When asked if the caller had any details about the reason for replacement, the caller stated that the replacement was the result of "failure". The caller indicated that he did not have any further details about the issue with the device.